Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. PMA/510(k) #: exempt. (B)(4). Investigation - evaluation a review of the drawings, dimensional verification, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. The complaint device was returned for investigation. Each extension tube hub was manually tugged to verify security. All hubs passed and no signs of holes or openings on the connections were observed. No damage was noted on any hub or extension tube, however, there were two curves indicating the device has been used. The proximal end of the forth extension tube appeared ripped/torn and not cut. Length of extension, outer diameter and inner diameter were measured and found to be within specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was completed and no similar complaints have been reported for this product code. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. All hubs are manually tugged 100% during quality control in order to verify security to the extension tubes. Potential root causes include product handling, device compatibility, device maintenance, patient environment, patient safety awareness and mobility, device failure, or manufacturing related causes. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set was placed in the patient during an unknown procedure. It was found upon patient transfer that the hub from the proximal port had disconnected from the catheter, leaving the line exposed. The central venous line was immediately removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Despite good faith efforts, additional information has been requested but not made available at the time of this report.